Event description:
It was reported that a nurse was setting up a room prior to a case and noticed a hair in the container of the product. The item was not used.

Event description:
It was reported that a nurse was setting up a room prior to a case and noticed a hair in the container of the product. The item was not used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Since the product was not returned for inspection no exact root cause can be determined. However, based on risk documents most likely contributing factors are: manufacturing/assembly error, incorrect or inadequate packaging, severe shipping conditions and/or, user error in not properly inspecting unit prior to use. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.